Event description:
A patient was to receive 10 ml of calcium chloride to infuse over 15 minutes. While programming the channel, the projected run time displayed 30 minutes. The clinician decided not to override the programmed time, and it was left at 30 minutes. The syringe was placed on top of the channel using the vented syringe adapter. Once the channel was programmed, the rn started the medication, and the resource nurse confirmed settings. The channel malfunctioned, and the medication was infused in 7 minutes. The rn did not know the channel was malfunctioning until it gave infusion completed in less time than anticipated. The patient was assessed and the pharmacy was notified, so rn could check for instructions on how to proceed. The pharmacy informed the rn that the infusion rate was ok. The patient was monitored. There was no patient harm.

Event description:
A patient was to receive 10 ml of calcium chloride to infuse over 15 minutes. While programming the channel, the projected run time displayed 30 minutes. The clinician decided not to override the programmed time, and it was left at 30 minutes. The syringe was placed on top of the channel using the vented syringe adapter. Once the channel was programmed, the rn started the medication, and the resource nurse confirmed settings. The channel malfunctioned, and the medication was infused in 7 minutes. The rn did not know the channel was malfunctioning until it gave infusion completed in less time than anticipated. The patient was assessed and the pharmacy was notified, so rn could check for instructions on how to proceed. The pharmacy informed the rn that the infusion rate was ok. The patient was monitored. There was no patient harm.